Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
Same case as tw# (B)(4). It was reported that balloon rupture occurred. A >90% stenosed target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and replaced with another 3.00mm x 15mm nc emerge balloon catheter which also ruptured at nominal pressure. The device was also removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 15mm was returned for analysis. A visual and tactile examination of the outer and inner lumen identified midshaft kink at 34.5cm from port exchange. No issues identified with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A functional analysis was performed. The device was attached to an encore inflation unit and the balloon was inflated and deflated fully with no issues noted. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use.

Event description:
Same case as tw# (B)(4). It was reported that balloon rupture occurred. A >90% stenosed target lesion was located in the coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed and replaced with another 3.00mm x 15mm nc emerge balloon catheter which also ruptured at nominal pressure. The device was also removed, and the procedure was completed with a different device. No patient complications were reported.